Manufacturer narrative:
Complaint conclusion: as reported, when the vista brite tip guiding catheter was opened during the procedure, a fracture was identified in its end, making this product improper to be used and necessitating a replacement. There was no patient injury as the device was not clinically used. Multiple attempts to gather additional information have been made and have been unsuccessful. The product was not returned for analysis. Review of lot 17084624 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
When the vista brite tip guiding catheters was opened during the procedure, a fracture was identified in its end, making this product improper to be used, being necessary its replacement. There was no patient injury as the device was not clinically used. No additional information is available. The product is not available for analysis.